Event description:
It was reported that the filter was not captured. A 190cm filterwire ez was selected for use. During procedure, the delivery sheath could not be fully peeled away allowing the filter to fully deploy. The physician was required to remove the system from the patient with the filter open. Another filter of the same size was used and the procedure was completed. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Event date was corrected from (B)(6) 2018 to (B)(6) 2018.

Event description:
It was reported that the filter was not captured. A 190cm filterwire ez was selected for use. During procedure, the delivery sheath could not be fully peeled away allowing the filter to fully deploy. The physician was required to remove the system from the patient with the filter open. Another filter of the same size was used and the procedure was completed. No patient complications were reported and patient's status was stable. Device eval by manufacturer: the device was returned for analysis. The wire was found kinked at 127 cm from the spring tip and the protection wire is totally exposed from the sheath slit. Additionally, the spring tip is damage (curvy and bent). The outer diameter dimensions were found within specification. Sheathing and unsheathing test was performed and the filter bag was unsuccessfully retracted or deployed due to the protection wire being totally exposed from the sheath slit and the kink.